Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis. The same day, the pt was hospitalized for the event and began treatment with vancomycin (1gm, frequency not reported) ip for peritonitis. The cause of the peritonitis was unknown. Three days after admission to the hospital, the pt was discharged. On the same day, vancomycin therapy was discontinued and the pt was recovered from the peritonitis event. Pd therapy was ongoing. On an unreported date, the pt was retrained on aseptic technique. Additional information was requested but was not available. This is report 1 of 5 involved in this peritonitis event.